Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, loss of range of motion, metal poisoning, and metallosis. It was further reported that revision procedures were performed on (B)(6) 2006, (B)(6) 2010. A review of invoice history shows procedures on or about (B)(6) 2004 and (B)(6) 2007. No invoices could be located for the initial surgery date of (B)(6) 2003, nor the revision surgeries of (B)(6) 2006, (B)(6) 2010. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2006 due to dislocations. Operative report noted the presence of fluid. Operative report further noted the edge of the cup was bent during removal of the liner so the cup had to be removed and during removal of the cup the posterior wall was damaged. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " and "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-03901 /-06919 /-06920 /-06921).